Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that while at the hospital the device was interrogated and found to have noise on the right ventricular (rv) lead that was ovesensed and led to pacing inhibition with asysotle less than two secnds. When patient leaned forward, the noise was reproduced. It was noted that the pacemaker had been programmed to unipolar pacing and sensing. It was also noted that the unipolar sensing was programmed with a higher sensitivity setting. Subsequently a revision procedure was performed where the rv lead was surgically abandoned and the pacemaker remained in service. The cause of the noise was not able to be identified as the impedance measurements were stable and there were no visible issues seen with the lead or device. No additional adverse patient effects were reported.